Event description:
It is reported that the bottom of the cartridge broke while injecting cement. The surgeon inserted cement in the medullary cavity by hand.

Manufacturer narrative:
This report will be amended when our investigation is complete.